Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On the third day after implantation, when a nurse tried to change the tape fixing the sensor on the patient's scalp, the sensor got broken. Since it broke easily, the hospital side requests to investigate the cause of the breakage. The sensor has not been replaced after the event.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The catheter material and internal wires were received in several pieces, inside a plastic disc held with tape. The catheter material had been stretched and appeared to be melted. No functional testing was possible based on the condition of the device. Based on their evaluation of the device, the supplier was able to confirm the complaint and determined that the cause of failure was mishandling of the catheter. Trends will be monitored for this or similar complaints.